Event description:
It was reported that the piston on the pump would retract without being prompted to do so, interrupting insulin delivery on multiple occasions. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy, reverting to alternate method of insulin therapy as needed, until the replacement pump arrived.